Event description:
Related manufacturer reference number: 3006705815-2019-04794.

Manufacturer narrative:
The results, method, and conclusion codes along with the investigation results will be provided in final report.

Event description:
Related manufacturer reference number: 3006705815-2019-04794. It was reported the patient's leads had migrated. As a result surgical intervention was undertaken during which the leads were explanted and replaced resolving the issue.